Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic after a vibratory notification. Upon interrogation, the atrial lead exhibited low impedance. Other electrical measurements were normal. The lead was capped and replaced. The patient was stable.